Manufacturer narrative:
D4: corrected d10: concomitant devices ((B)(6)) 02-010-01-0320 - logic femoral ps cem right sz 2 ((B)(6)) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t ((B)(6)) 200-02-29 - three peg patella 29mm g4: corrected the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected medical device and investigation clinical codes.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 77 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear pain in her right knee, persistent swelling, stiffness, hyper-extension, varus alignment, severe instability, abnormal gait, difficulty arising from seated position, walking up and down stairs, loose polyethylene component and extensive osteolysis.. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 77 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability, ambulation difficulties, implant pain, joint laxity, osteolysis, and swelling/edema. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.